Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral pt began suffering from discomfort and pain in her hips, groin, thighs and back in the five years following her hip replacement. It is further alleged that she noticed an audible popping sound while walking. No reported revision at this time.